Event description:
Event description cpi received information that during a replacement of an implantable cardioverter defibrillator (ICD) for normal battery depletion, the physician noted the superior vena cava (svc) lead (0020), and the large patch lead (0041) were both fractured. They were removed from service and capped. A new endotak down-size lead (0125) was implanted.